Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed to open. The field service engineer (fse) replaced all in one (aio), the communication sleds in both the main and auxiliary units, and the daughter board in the main unit. The network cable between the main and auxiliary was also replaced. After involving medbank support for testing, all drawers in the auxiliary were found to be non-functional or slow. The external pyxibus cable on the auxiliary was replaced, restoring functionality to all drawers except drawer 14. The drawer controller for drawer 14 was then replaced, and it began working properly. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer did not open while trying to issue. However, there were no delays or adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer did not open while trying to issue. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.